Event description:
It has been reported to philips the device is not recognizing ECG cables. Continue to state "not connected". We've attempted to replace with new trunk cables and the peripherals. We've rebooted, etc. No resolve.